Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd ultra-fine¿ 4mm pen needle would not detach. The following information was provided by the initial reporter, translated from japanese to english: a patient called the pharmacy department of the hospital (customer), reporting that the pen needle could not be detached from the pen (insulin aspart bs injection solostar).

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes, returned to manufacturer on: 11-oct-2022. Investigation summary: one insulin pen and two photos were returned from an unknown lot. No., cat. No. 320559. Visual examination of the returned sample was carried out and a broken cannula stuck in the septum of the pen was observed. Due to the condition the sample was returned no functionality test could be carried out. No DHR review can be carried out as lot number is unknown. Based on the sample returned this cannot be confirmed to be manufacturing related.

Event description:
It was reported that the bd ultra-fine¿ 4mm pen needle would not detach. The following information was provided by the initial reporter, translated from japanese to english: a patient called the pharmacy department of the hospital (customer), reporting that the pen needle could not be detached from the pen (insulin aspart bs injection solostar).